Manufacturer narrative:
The device was returned to resmed (B)(4) and an evaluation was performed. The evaluation confirmed that the lcd touch screen was not responding. The lcd module was recalibrated to address this issue. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that the lcd screen in an astral device was not responding to touch. There was no patient injury reported as a result of this incident.